Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the escape button on the insulin pump is unresponsive. The customer was trying to clear a low reservoir alarm when he noticed the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector being unlocked. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.